Event description:
The time of event is unknown. There was no report of patient harm. Bending rubber adhesive falls off.

Manufacturer narrative:
We checked the returned unit and confirmed that the bending rubber gluing missing. Based on the result, we concluded that it was caused due to the physical damage applied on the bending rubber gluing. In addition, we confirmed that the us connector body fluid damage, the lcb distal cover glass broken, and the remote control buttons cut; however, they are not the main cause, and/or irrelevant to the alleged complaint. As a result of confirming the detail as gfe, no response was obtained, so we cannot deny the possibility of the glue falls into the human body. Therefore, based on the technical report "hr-rpt-0581(bending rubber)" and/or the risk analysis results, it was evaluated to submit MDR.